Manufacturer narrative:
Separate event captured under manufacturer report number: 8020893-2023-00546 correction to section h3 device evaluation summary reported in initial regulatory report. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use, this 980 ventilator went into backup ventilation (buv), but instead stopped ventilation. The service personnel (sp) inspected the unit for event captured under a separate complaint. Due to the identified thermal damage of the direct current (dc) - dc converter printed circuit board assembly (pcba) and graphical user interface central processing unit (gui cpu) pcba, the sp was unable to confirm the reported issue. Sp replaced the dc-dc converter pcba and gui cpu pcba to solve the thermal damage issue. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. Although sp was unable to confirm the report of loss of ventilation (stopped ventilation), thermal damage of the two pcbas is likely to have caused the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, this 980 ventilator went into backup ventilation (buv), but instead stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. The service personnel (sp) inspected the unit and although there was no smoke seen, the sp found thermal damage on the direct current (dc) - dc converter printed circuit board assembly (pcba) and the graphical user interface (gui) pcba which would have likely produced smoke as reported. To solve the issue, sp replaced the dc-dc converter pcba and gui cpu pcba. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. The likely cause of the event was isolated in the field to a fault in dc-dc converter pcba and gui cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.